Event description:
It was reported that the pt is not longer able to hear with her device for some time. By mistake she had changed her program with the remote control, so that she hardly could hear sound. As she had several surgeries, she has been in bad general condition and, therefore, no re-fitting was possible for a long time. Then fitting was rectified, but that didn't improve. Testing results are unremarkable. With art measurement no response of the auditory nerve could be shown. The external parts were checked and found ok. Audiologically or medically there is no cause known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.